Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call to have received an "off no power" alert and did not receive a "low battery" alert prior. Customer's blood glucose was 82 mg/dl. During troubleshooting, it was found that insulin pump showed no signs of physical damage, insulin pump was not exposed to moisture; contacts on battery cap were not missing; battery compartment was not damaged or corroded. After troubleshooting, customer was advised that battery cap would be replaced, and to contact helpline when in receipt of battery cap.